Event description:
During a procedure, the agility 14 standard ((B)(4)) microwire was inserted via an unknown microcatheter, but there was difficult to advance (resistance/friction), and the tip of microwire was stretched. The device was changed to another one to complete the procedure without any patient injury and with the same microcatheter. Neither additional force nor torque was used after encountering the difficulty to advance, and there the tip was not trapped during the event. No damages on were noted on the microcatheter that might have contributed to the event, and the microcatheter was not positioned at an acute angle. The distal tip of the microcatheter was not re-shaped, and a constant and dedicated heparinized saline source was used at all times. After the event, other than the reported event, no other damages were noticed on the wire (kink, bend, fracture, etc) or microcatheter. The device will be return for analysis, and there was no patient injury reported with the event.

Manufacturer narrative:
The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a procedure there was difficulty advancing (resistance/friction) the agility 14 standard (B)(4) microwire via an unknown microcatheter and the tip of microwire was stretched. The device was changed to another one to complete the procedure without any patient injury and with the same microcatheter. No additional force or torque was used after encountering the difficulty to advance, and the tip was not trapped during the event. No damages on were noted on the microcatheter that might have contributed to the event, and the microcatheter was not positioned at an acute angle. The distal tip of the microcatheter was not re-shaped, and a constant and dedicated heparinized saline source was used at all times. After the event, other than the reported event, no other damages were noticed on the wire (kink, bend, fracture, etc) or microcatheter. There was no patient injury reported with the event. The analysis was performed by concert medical. The distal coil was stretched out revealing a corewire that was not attached to the tip bond. Further examination revealed that the corewire had pulled out of the tip bond. Functional analysis was not performed due to received condition of the product. The tip of the corewire was measured and was found to be within size specifications (.0011 x .0035, with .050 abrade length). The device history record review found no non-conformities in the manufacturing process. Due to the damaged condition of the returned unit, functional testing for resistance friction during insertion could not be evaluated. The reported stretched condition of the wire was confirmed. The evidence strongly suggests that the device experienced tensile forces that exceeded the design limitations of the device. The exact cause of the reported failure by the customer could not be conclusively determined; however it may be related to procedural factors. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.